Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer was advised by their doctor to perform a 50% basal delivery. The customer was assisted with reviewing their settings and checking their priming technique. The customer did not return the product back for analysis.